Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the ER. A remote interrogation report showed the patient had received a shock from the device. The ER doctor suggested this may have been an inappropriate shock due to svt based on his own assessment. No intervention was reported. No patient condition was reported.